Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. A catheter revision was performed regarding a coiled catheter with a complete fracture. The pump connector disconnected only when it was pulled off; the connector was further noted as being ok. The patient was without injury. The patient was on a new starting dose of 50 mcg/day after the catheter revision. The catheter was returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 1000 mcg/ml at a dose rate of 225 mcg/day via an implantable pump for intractable spasticity. It was reported that at a pump refill the expected volume was 4.5 ml and the actual volume was 30 ml. They were unable to aspirate through the catheter access port. The physician suspected a catheter kink and the patient was sent to neurosurgery. A revision was scheduled for (B)(6) 2019. It was noted that there were no known environmental/external/patient factors that may have led or contributed to the issue. The date of the event was unknown. The issue was not resolved, and the patient was without injury at the time of the report. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history was requested but was unknown / would not be made available. On (B)(6) 2019 a company representative further reported that a catheter revision was performed on (B)(6) 2019. Upon making an incision to pocket sight, it was discovered that there was a complete fracture in the catheter (pump segment) right before the connection to the pump. It was also evident that the catheter was coiled multiple times. The pump segment was replaced with a catheter revision kit. They had cut the spinal segment 1cm above the collet connector and reconnected the new pump segment. They were able to aspirate back 2.5 ml of cerebrospinal fluid (csf) through catheter access port (cap) before closing to ensure catheter was patent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter identified a kink in the catheter body and significant twisting that may have affected infusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, lot/serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the patient's catheter was revised on (B)(6) 2019. The catheter was partially explanted and was sent back to the manufacturer for analysis. The spinal segment remains implanted. It was identified that the catheter had completely fractured and excessive coiling had occurred. It was reported the issue was resolved at the time of the report, (B)(6) 2019, and the patient's status was provided as alive - no injury. It was reported the rep was unsure why the catheter was coiled. It was coiled multiple times. The fracture in the catheter was located right below the site of the coiling, before the pump connector. The catheter was coiled on itself which caused it to become kinked in multiple areas. It was indicated this could have possibly been the cause of the fracture, however, the rep was not certain. The coiling and kinking could have been the reason for inconsistencies with delivery, per the rep. The pump logs were read and there was no motor stall, which makes it evident that it was the catheter that needed to be evaluated, per the rep. The catheter access port (cap) was aspirated after the revision and 2.5 ml of csf was drawn back.